Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "more redness than normal" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Adverse events: "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." "The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks."

Event description:
Healthcare professional reported that during injection with 1 syringe of juvederm ultra xc in the nasolabial folds, the needle "busted off" and bent while in the patient's face and some of the product was lost. Healthcare professional indicated the patient had more redness than normal in that injection site due to the event. No information on treatment was provided.

Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications, especially the extrusion force value showing an expected consistency of the product.. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Upon further medical assessment, the erythema that occurred after the needle disengagement does not represent an injury that is likely to lead to permanent impairment of a body function or permanent damage to a body structure.